Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was unknown. Carbohydrates and juice were consumed to address low bg. Contact alleged "there was an over delivery of a bolus" which caused the low bg.